Manufacturer narrative:
Follow-up # 1: date of submission: 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: the pump was powered on with a clear vibratory alarm. The pump was opened to find no intermittent conditions on the vibration motor. The original complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The audio tone alarm was allegedly functioning appropriately. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.